Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and a char device malfunction occurred. It was reported that there was char on the catheter tip. Settings during the event include: temperature control mode/power settings was 30 watts/ temperature cut-off was unknown/irrigation flow setting was 17 ml/min, 3/3 ml prä/post flow. The act ranged around 300 sec. Upon request, additional information was provided on the event. No error messages populated nor did the physician see any product problem. Heparin (1000ie to 1000ml) was used. The char was black. The physician did not consider that the char was excessive. There was no patient consequence. The procedure was completed successfully. Upon visual inspection of the returned complaint catheter on august 4, 2014, the bwi failure analysis lab noted that the tip dome had reddish brown material on it measuring about 3 mm. The event was originally considered non reportable. However, the returned catheter condition with the size noted on (B)(6) 2014 has been assessed as reportable. The awareness date was updated for this record from (B)(6) 2014 as when the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
(B)(4) it was reported that there was char on the catheter tip. Settings during the event include: temperature control mode/power settings was 30 watts/ temperature cut-off was unknown/irrigation flow setting was 17 ml/min, 3/3 ml prä/post flow. The act ranged around 300 sec. Upon request, additional information was provided on the event. No error messages populated nor did the physician see any product problem. Heparin (1000ie to 1000ml) was used. The char was black. The physician did not consider that the char was excessive. There was no patient consequence. The procedure was completed successfully. The returned device was visually inspected upon receipt and reddish ¿ brown material similar to char was observed on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the catheter met the manufacturing specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Lot number reported was 16111344m. (B)(4).